Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforation/perforated uterus/injured by the essure device/damage to her uterus/damage it did to my/perforated my uterus causing extensive damage"), intra-abdominal haemorrhage ("blood clots which spread through out my abdomen/blood clot noted outside right side of uterus/ blood clot outside of perforated uterus/internal bleeding"), sepsis ("became septic/ septic/sepsis"), infection ("infection") and deep vein thrombosis ("diagnosed with dvt (deep venous thrombosis)") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (occasionally sporadic, occurred in my mid 20¿s . Pain meds) in 1998, back pain (summer , pain meds) in 2005, multigravida, parity 4 (((B)(6) 1990, (B)(6) 1996, (B)(6) 2007) pregnancy 1- vaginal delivery in (B)(6), pregnancy 5- live birth vaginal (B)(6),), therapeutic abortion (dilatation and evacuation) pregnancy 2- fetal death, abortion (spontaneous) (B)(6), pregnancy 3- fetal death, abortion (spontaneous) (B)(6), pregnancy 4- fetal death, abortion (spontaneous) (B)(6), pregnancy 6- fetal death, abortion (spontaneous) (B)(6).), placenta previa, early fetal death, urinary tract infection, anxiety, disorder gastrointestinal, latex allergy, hypertension (mother), depression (mother), heart disease, unspecified (mother), iron deficiency anemia, pre-eclampsia, condyloma and colposcopy. Patient did not use birth control or contraception at any time following your essure placement procedure. Denies alcohol and tobacco. Previously administered products included for permanent birth control: mirena from 2008 to (B)(6) 2014; for an unreported indication: penicillin. Past adverse reactions to the above products included oedema with penicillin. Concurrent conditions included body mass index increased, hemorrhagic ovarian cyst, ovarian vein thrombosis and coagulopathy. Family history included diabetes (mother). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower and intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced sepsis (seriousness criteria medically significant and intervention required) and deep vein thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced infection (seriousness criterion medically significant), pyrexia ("constant high fevers for a week in ICU"), memory impairment ("decreased memory ability"), allergy to metals ("allergic reaction to nickel in costume jewelry/nickel allergies") with rash, hyperhidrosis ("sweats (fever)"), nausea ("nausea"), general physical health deterioration ("fighting for her life"), feeling abnormal ("almost died/ almost ended my life/ near killed me."), impaired work ability ("4 days off from work turned into 4 and half months"), device expulsion ("the coil moved and traveled into uterus"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), migraine ("migraines"), skin discolouration ("skin rashes and turns green or dark") and fallopian tube spasm ("tubal with clips"). The patient was treated with ceftriaxone (rocephin), antibiotics, rivaroxaban (xarelto), analgesics, heparin, clindamycin, primaxin, metronidazole (flagyl) and surgery (essure removed. Uterus repaired, tubal ligation done and clamped). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, intra-abdominal haemorrhage, sepsis and deep vein thrombosis had resolved, the infection, pyrexia, memory impairment, allergy to metals, general physical health deterioration, feeling abnormal, impaired work ability, device expulsion, mental disorder, migraine, skin discolouration and fallopian tube spasm outcome was unknown and the hyperhidrosis and nausea had not resolved. The reporter considered allergy to metals, deep vein thrombosis, device expulsion, fallopian tube spasm, feeling abnormal, general physical health deterioration, hyperhidrosis, impaired work ability, infection, intra-abdominal haemorrhage, memory impairment, mental disorder, migraine, nausea, pyrexia, sepsis, skin discolouration and uterine perforation to be related to essure. The reporter commented: she spent 8 days in ICU and 4 days in rehab. Came home with a pic line and 3 IV ports for 2 months. Thought I was going to die because I wasn't responding to meds ((B)(6) 2014 about 5-6 days after becoming septic). Twelve days in the hospital 8 of them in ICU. Rehabilitation for 4 days. Patient did not hypersensitivity reaction to nickel or any other component of essure. Patient denied undergoing any essure confirmation test. She is not having any headaches, dizziness pain, shortness of breath, diarrhea, or constipation. Any dysuria. Have she has not admits to in the, chest. She denies dysuria. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Blood culture - on (B)(6) 2014: positive for streptococcus intermedius; on (B)(6) 2014: have been negative; on an unknown date: strep viridans sepsis.; on an unknown date: cultures were still positive computerised tomogram - on an unknown date: negative for obstruction nuclear magnetic resonance imaging abdominal - on an unknown date: confirmed the spt with multiple clots. Ultrasound scan - on (B)(6) 2014: perforation in uterus on (B)(6) 2014: findings: normal uterus and ostia. Uterus was sounded to 8 cm. On (B)(6) 2014: findings: essure peroration lateral to the fallopian tube and mild oozing from right ovary. On (B)(6) 2014: she had a hysteroscopy with replacement on (B)(6) 2014. Impression: thrombosis of the right ovarian vein, which has extended to the inferior vena cava. Possible septic thrombophlebitis. Possible intra pelvic infection. The CT of the abdomen and pci vis revealed an acute ovarian vein thrombosis on the right side extending into the inferior vena cava. This was associated with surrounding tissue changes suggestive of phlegmon. Also there were abnormalities of the uterine myometrium suggesting vascular compromise. After blood cultures were obtained she was started on gentamicin and clindamycin. On (B)(6) 2014 her white cell count was 12,400, hemoglobin 10.5, platelets 268,000. Today the white count is up to 40,900, hemoglobin 8.3, platelets 188,000. Her bun on admission was 9, creatinine 0.8, ast 18, alt 18 on (B)(6) calcitonin of 11.5. Blood cultures are now positive for gram-positive cocci in chains not yet identified consistent with streptococcus species. Impression: positive blood cultures with gram-positive cocci in chains perhaps group b streptococcus although streptococcus viridans, group b strep, pneumococcus and group a strep are also of concern. Probably arising from the pelvic region. Acute ovarian vein thrombosis on the right extending into the interior vena cava. Other findings on CT scan suggest phlegmonous changes as well as abnormalities of the myometrium. Septic thrombophlebitis is certainly the main concern. CT scan of the abdomen and pelvis done on (B)(6) 2014, acute right ovarian vein thrombosis with thrombus extending into the inferior vena cava. Surrounding indistinct soft tissue opacity descends along the ovarian vein into the right adnexal region where there are some more confluent low density changes. A phlegmonous process in this area is possible, although there is no focal defined abscess at this time. Some associated pre sacral thickening and stranding also suggest an inflammatory process. Hypo-enhancement of the uterine myometrium suggests there may be some flow compromise. Patient had an MRI of the pelvis on (B)(6) 2014, which showed extensive pan-pelvic thrombophlebitis including the presacral venous plexus with right ovarian vein thrombosis and inferior vena cava thrombus component. Laparoscopy was performed on 2/5 which showed the essure coil embedded in the fundus of the uterus in the pelvis. Patient went home and returned a few days later with severe pelvic pain and fever. Wbc>40k, fever of 102 and CT showed clot in right gonadal vein extending to the vena cava. ??-???-2014 white cell count did go down into the 20¿s . On (B)(6) 2014: surgical pathological report-received in formalin labeled foreign body essure is a partially uncoiled spiral portion of grey metallic material 4.0 cm in length x less than 0.1 cm in diameter. No tissue is present and no sections are submitted for microscopic evaluation. On (B)(6) 2014 cr chest 2 view pa + lateral: bibasilar streaky infiltrate, particularly on the right, most likely related to atelectasis. On (B)(6) 2014 CT of abdomen pelvis and chest with contrast - no acute process. On (B)(6) 2015 CT pelvis - uterine fibroids. Interval resolution of a left ovarian cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events added from pfs: essure perforation/perforated uterus/injured by the essure device/damage to her uterus/damage it did to my/perforated my uterus causing extensive damage, blood clots which spread through out my abdomen/blood clot noted outside right side of uterus/ blood clot outside of perforated uterus/internal bleeding, became septic/ septic/sepsis, diagnosed with deep venous thrombosis, constant high fevers for a week in ICU, decreased memory ability, infection, allergic reaction to nickel in costume jewelry/nickel allergies, sweats (fever), nausea, fighting for her life, almost died/ almost ended my life/ near killed me, blood clotting disorder/uncountable amount of blood clots/huge blood clot, 4 days off from work turned into 4 and half months, the coil moved and traveled into uterus, essure caused or aggravated any psychiatric and/or psychological conditions, migraines, skin rashes and turns green or dark. Essure legal manufacture has changed from bayer healthcare, (B)(6), milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial¿ indicates here initial submission by the new legal manufacturer only incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforation/perforated uterus/injured by the essure device/damage to her uterus/damage it did to my/perforated my uterus causing extensive damage"), intra-abdominal hemorrhage ("blood clots which spread through out my abdomen/blood clot noted outside right side of uterus/ blood clot outside of perforated uterus/internal bleeding"), sepsis ("became septic/ septic/sepsis"), pelvic infection ("pelvic infection"), infection ("infection") and deep vein thrombosis ("diagnosed with dvt (deep venous thrombosis)") in a 42-year-old female patient who had essure (batch no. B59463) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she dud ot undergo essure confiration test". The patient's past medical history included migraine (occasionally sporadic, occurred in my mid 20¿s . Pain meds) in 1998, back pain (summer , pain meds) in 2005, multigravida, parity 4 (B)(6) 1990, (B)(6) 1996, (B)(6) 2007, (B)(6) 2007). Pregnancy 1- vaginal delivery in 1990, pregnancy 5- live birth vaginal 1996,), therapeutic abortion (dilatation and evacuation. Pregnancy 2- fetal death, abortion (spontaneous) 1992, pregnancy 3- fetal death, abortion (spontaneous) 1993, pregnancy 4- fetal death, abortion (spontaneous) 1995, pregnancy 6- fetal death, abortion (spontaneous) 2000.), placenta previa, early fetal death, urinary tract infection, anxiety, gastrointestinal symptom nos, latex allergy, hypertension (mother), depression (mother), heart disease, unspecified (mother), iron deficiency anemia, pre-eclampsia, condyloma, colposcopy, bacterial vaginosis and vaginitis. Patient did not use birth control or contraception at any time following your essure placement procedure. Denies alcohol and tobacco. Previously administered products included for permanent birth control: mirena from 2008 to (B)(6) 2014; for an unreported indication: penicillin. Past adverse reactions to the above products included oedema with penicillin. Concurrent conditions included body mass index high, hemorrhagic ovarian cyst, ovarian vein thrombosis, clotting disorder and vaginal discharge. Family history included family history of diabetes (mother). Concomitant products included anaesthetics (anesthesia). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), pyrexia ("constant high fevers for a week in ICU"), nausea ("nausea"), general physical health deterioration ("fighting for her life / gettig weaker to the point that I could not walk"), vomiting ("vomiting") and fatigue ("fatigue"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 3 days after insertion of essure, the patient experienced sepsis (seriousness criteria hospitalization and intervention required) and deep vein thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), infection (seriousness criterion medically significant), memory impairment ("decreased memory ability"), allergy to metals ("allergic reaction to nickel in costume jewelry/nickel allergies") with rash, hyperhidrosis ("sweats (fever)"), adverse event ("almost died/ almost ended my life/ near killed me."), impaired work ability ("4 days off from work turned into 4 anf half months"), device expulsion ("the coil moved and traveled into uterus"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), migraine ("migraines"), skin discolouration ("skin rashes and turns green or dark") and fallopian tube spasm ("tubal with clips"). The patient was treated with ceftriaxone (rocephin), antibiotics, rivaroxaban (xarelto), analgesics, heparin, clindamycin, primaxin, metronidazole (flagyl) and surgery (essure removed. Uterus repaired, tubal ligation done and clamped). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, intra-abdominal hemorrhage, sepsis and deep vein thrombosis had resolved, the pelvic infection, infection, pyrexia, memory impairment, allergy to metals, general physical health deterioration, adverse event, impaired work ability, device expulsion, mental disorder, migraine, skin discolouration, fallopian tube spasm, vomiting and fatigue outcome was unknown and the hyperhidrosis and nausea had not resolved. The reporter considered adverse event, allergy to metals, deep vein thrombosis, device expulsion, fallopian tube spasm, fatigue, general physical health deterioration, hyperhidrosis, impaired work ability, infection, intra-abdominal hemorrhage, memory impairment, mental disorder, migraine, nausea, pelvic infection, pyrexia, sepsis, skin discolouration, uterine perforation and vomiting to be related to essure. The reporter commented: she spent 8 days in ICU and 4 days in rehab. Came home with a pic line and 3 IV ports for 2 months. Thought I was going to die because I wasn¿t responding to meds (B)(6) 2014 about 5-6 days after becoming septic). 12 days in the hospital 8 of them in ICU. Rehabilitation for 4 days. Patient did not hypersensitivity reaction to nickel or any other component of essure. Patient denied undergoing any essure confirmation test. She is not having any headaches, dizziness pain, shortness of breath, diarrhea, or constipation. Any dysuria. Have she has not admits to in the, chest. She denies dysuria. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Blood culture - on (B)(6) 2014: positive for streptococcus intermedius; on (B)(6) 2014: have been negative; on an unknown date: strep viridans sepsis.; on an unknown date: cultures were still positive. Computerised tomogram - on an unknown date: negative for obstruction. Nuclear magnetic resonance imaging abdominal - on an unknown date: confirmed the spt with multiple clots. Ultrasound scan - on (B)(6) 2014: perforation in uterus. (B)(6) 2014: findings: normal uterus and ostia. Uterus was sounded to 8 cm. (B)(6) 2014: findings: essure peroration lateral to the fallopian tube and mild oozing from right ovary. (B)(6) 2014: she had a hysteroscopy with replacement on (B)(6) 2014. Impression: thrombosis of the right ovarian vein, which has extended to the inferior vena cava. Possible septic thrombophlebitis. Possible intra pelvic infection. The CT of the abdomen and pci vis revealed an acute ovarian vein thrombosis on the right side extending into the inferior vena cava. This was associated with surrounding tissue changes suggestive of phlegmon. Also there were abnormalities of the uterine myometrium suggesting vascular compromise. After blood cultures were obtained she was started on gentamicin and clindamycin. On (B)(6) - (B)(6) 2014 her white cell count was 12,400, hemoglobin 10.5, platelets 268,000. Today the white count is up to 40,900, hemoglobin 8.3, platelets 188,000. Her bun on admission was 9, creatinine 0.8, ast 18, alt 18 on april calcitonin of 11.5. Blood cultures are now positive for gram-positive cocci in chains not yet identified consistent with streptococcus species. Impression: positive blood cultures with gram-positive cocci in chains perhaps group b streptococcus although streptococcus viridans, group b strep, pneumococcus and group a strep are also of concern. Probably arising from the pelvic region. Acute ovarian vein thrombosis on the right extending into the interior vena cava. Other findings on CT scan suggest phlegmonous changes as well as abnormalities of the myometrium. Septic thrombophlebitis is certainly the main concern. CT scan of the abdomen and pelvis done on (B)(6) 2014, acute right ovarian vein thrombosis with thrombus extending into the inferior vena cava. Surrounding indistinct soft tissue opacity descends along the ovarian vein into the right adnexal region where there are some more confluent low density changes. A phlegmonous process in this area is possible, although there is no focal defined abscess at this time. Some associated pre sacral thickening and stranding also suggest an inflammatory process. Hypo-enhancement of the uterine myometrium suggests there may be some flow compromise. Patient had an MRI of the pelvis on (B)(6) 2014, which showed extensive pan-pelvic thrombophlebitis including the presacral venous plexus with right ovarian vein thrombosis and inferior vena cava thrombus component. Laparoscopy was performed on (B)(6) which showed the essure coil embedded in the fundus of the uterus in the pelvis. Patient went home and returned a few days later with severe pelvic pain and fever. Wbc>40k, fever of 102 and CT showed clot in right gonadal vein extending to the vena cava. ??-???-2014 white cell count did go down into the 20¿s. (B)(6) 2014: surgical pathological report-received in fomalin labeled foreign body essure is a partially uncoiled spiral portion of grey metallic material 4.0 cm in length x less than 0.1 cm in diameter. No tissue is present and no sections are submitted for microscopic evaluation. (B)(6) 2014cr chest 2 view pa + lateral: bibasilar streaky infiltrate, particularly on the right, most likely related to atelectasis. (B)(6) 2014 CT of abdomen pelvis and chest with contrast - no acute process (B)(6) 2015ct pelvis - uterine fibroids. Interval resolution of a left ovarian cyst. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events: pelvic infection, abdominal pain, vomiting, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: medical record received - new event 'pelvic infection' was added. Historical and concomitant conditions were added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforation/perforated uterus/injured by the essure device/damage to her uterus/damage it did to my/perforated my uterus causing extensive damage"), intra-abdominal haemorrhage ("blood clots which spread through out my abdomen/blood clot noted outside right side of uterus/ blood clot outside of perforated uterus/internal bleeding"), sepsis ("became septic/ septic/sepsis"), infection ("infection") and deep vein thrombosis ("diagnosed with dvt (deep venous thrombosis)") in a 42-year-old female patient who had essure (batch no. B59463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she dud ot udergo essure confiration test". The patient's past medical history included migraine (occasionally sporadic, occurred in my mid 20¿s . Pain meds) in 1998, back pain (summer , pain meds) in 2005, multigravida, parity 4 ((05feb1990, 08aug1996, 21aug2007, 21aug2007) pregnancy 1- vaginal delivery in 1990, pregnancy 5- live birth vaginal 1996,), therapeutic abortion (dilatation and evacuation pregnancy 2- fetal death, abortion (spontaneous) 1992, pregnancy 3- fetal death, abortion (spontaneous) 1993, pregnancy 4- fetal death, abortion (spontaneous) 1995, pregnancy 6- fetal death, abortion (spontaneous) 2000.), placenta previa, early fetal death, urinary tract infection, anxiety, gastrointestinal symptom nos, latex allergy, hypertension (mother), depression (mother), heart disease, unspecified (mother), iron deficiency anemia, pre-eclampsia, condyloma and colposcopy. Patient did not use birth control or contraception at any time following your essure placement procedure. Denies alcohol and tobacco. Previously administered products included for permanent birth control: mirena from 2008 to 28-jan-2014; for an unreported indication: penicillin. Past adverse reactions to the above products included oedema with penicillin. Concurrent conditions included body mass index high, hemorrhagic ovarian cyst, ovarian vein thrombosis and clotting disorder. Family history included family history of diabetes (mother). Concomitant products included anaesthetics (anesthesia). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), pyrexia ("constant high fevers for a week in ICU"), nausea ("nausea"), general physical health deterioration ("fighting for her life / gettig weaker to the point that I could not walk"), vomiting ("vomiting") and fatigue ("fatigue"). On 28-jan-2014, the patient had essure inserted. On (B)(6) 2014, 3 days after insertion of essure, the patient experienced sepsis (seriousness criteria hospitalization and intervention required) and deep vein thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced infection (seriousness criterion medically significant), memory impairment ("decreased memory ability"), allergy to metals ("allergic reaction to nickel in costume jewelry/nickel allergies") with rash, hyperhidrosis ("sweats (fever)"), adverse event ("almost died/ almost ended my life/ near killed me."), impaired work ability ("4 days off from work turned into 4 anf half months"), device expulsion ("the coil moved and traveled into uterus"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), migraine ("migraines"), skin discolouration ("skin rashes and turns green or dark") and fallopian tube spasm ("tubal with clips"). The patient was treated with ceftriaxone (rocephin), antibiotics, rivaroxaban (xarelto), analgesics, heparin, clindamycin, primaxin, metronidazole (flagyl) and surgery (essure removed. Uterus repaired, tubal ligation done and clamped). Essure was removed on 5-feb-2014. At the time of the report, the uterine perforation, intra-abdominal haemorrhage, sepsis and deep vein thrombosis had resolved, the infection, pyrexia, memory impairment, allergy to metals, general physical health deterioration, adverse event, impaired work ability, device expulsion, mental disorder, migraine, skin discolouration, fallopian tube spasm, vomiting and fatigue outcome was unknown and the hyperhidrosis and nausea had not resolved. The reporter considered adverse event, allergy to metals, deep vein thrombosis, device expulsion, fallopian tube spasm, fatigue, general physical health deterioration, hyperhidrosis, impaired work ability, infection, intra-abdominal haemorrhage, memory impairment, mental disorder, migraine, nausea, pyrexia, sepsis, skin discolouration, uterine perforation and vomiting to be related to essure. The reporter commented: she spent 8 days in ICU and 4 days in rehab. Came home with a pic line and 3 IV ports for 2 months. Thought I was going to die because I wasn¿t responding to meds (feb2014 about 5-6 days after becoming septic). 12 days in the hospital 8 of them in ICU. Rehabilitation for 4 days. Patient did not hypersensitivity reaction to nickel or any other component of essure. Patient denied undergoing any essure confirmation test. She is not having any headaches, dizziness pain, shortness of breath, diarrhea, or constipation. Any dysuria. Have she has not admits to in the, chest. She denies dysuria. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Blood culture - on 8-feb-2014: positive for streptococcus intermedius; on 11-feb-2014: have been negative; on an unknown date: strep viridans sepsis.; on an unknown date: cultures were still positive computerised tomogram - on an unknown date: negative for obstruction nuclear magnetic resonance imaging abdominal - on an unknown date: confirmed the spt with multiple clots ultrasound scan - on 3-feb-2014: perforation in uterus 28-jan-2014: findings: normal uterus and ostia. Uterus was sounded to 8 cm. 05-feb-2014: findings: essure peroration lateral to the fallopian tube and mild oozing from right ovary. 08-feb-2014: she had a hysteroscopy with replacement on 28-jan-2014. Impression: thrombosis of the right ovarian vein, which has extended to the inferior vena cava. Possible septic thrombophlebitis. Possible intra pelvic infection. The CT of the abdomen and pci vis revealed an acute ovarian vein thrombosis on the right side extending into the inferior vena cava. This was associated with surrounding tissue changes suggestive of phlegmon. Also there were abnormalities of the uterine myometrium suggesting vascular compromise. After blood cultures were obtained she was started on gentamicin and clindamycin. On january 20-feb-2014 her white cell count was 12,400, hemoglobin 10.5, platelets 268,000. Today the white count is up to 40,900, hemoglobin 8.3, platelets 188,000. Her bun on admission was 9, creatinine 0.8, ast 18, alt 18 on april calcitonin of 11.5. Blood cultures are now positive for gram-positive cocci in chains not yet identified consistent with streptococcus species. Impression: positive blood cultures with gram-positive cocci in chains perhaps group b streptococcus although streptococcus viridans, group b strep, pneumococcus and group a strep are also of concern. Probably arising from the pelvic region. Acute ovarian vein thrombosis on the right extending into the interior vena cava. Other findings on CT scan suggest phlegmonous changes as well as abnormalities of the myometrium. Septic thrombophlebitis is certainly the main concern. CT scan of the abdomen and pelvis done on 08-feb-2014, acute right ovarian vein thrombosis with thrombus extending into the inferior vena cava. Surrounding indistinct soft tissue opacity descends along the ovarian vein into the right adnexal region where there are some more confluent low density changes. A phlegmonous process in this area is possible, although there is no focal defined abscess at this time. Some associated pre sacral thickening and stranding also suggest an inflammatory process. Hypo-enhancement of the uterine myometrium suggests there may be some flow compromise. Patient had an MRI of the pelvis on 02-feb-2014, which showed extensive pan-pelvic thrombophlebitis including the presacral venous plexus with right ovarian vein thrombosis and inferior vena cava thrombus component. Laparoscopy was performed on 2/5 which showed the essure coil embedded in the fundus of the uterus in the pelvis. Patient went home and returned a few days later with severe pelvic pain and fever. Wbc>40k, fever of 102 and CT showed clot in right gonadal vein extending to the vena cava. ??-???-2014 white cell count did go down into the 20¿s . 05-feb-2014: surgical pathological report-received in fomalin labeled foreign body essure is a partially uncoiled spiral portion of grey metallic material 4.0 cm in length x less than 0.1 cm in diameter. No tissue is present and no sections are submitted for microscopic evaluation. 10-feb-2014cr chest 2 view pa + lateral: bibasilar streaky infiltrate, particularly on the right, most likely related to atelectasis. 04-nov-2014 CT of abdomen pelvis and chest with contrast - no acute process 27-mar-2015ct pelvis - uterine fibroids. Interval resolution of a left ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-apr-2018: events vomiting, fatigue and she did not undergo essure confirmation test added. On 24-may-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.